Manufacturer narrative:
Concomitant medical products: ethicon proceed mesh and gore dual plus tem1409gl progrip lt tem/pla14x9cm (lot# ske00063). Tem1409gl progrip lt tem/pla14x9cm (lot# sij00426). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, abscess, sharp pain at incision when she bends over, edema in her legs because of the surgeries, (B)(6), purulent material around abdominal wall, cellulitis, and draining sinus tract. Post-operative patient treatment included antibiotics, revision surgery, excision of abdominal wall mesh, incision and drainage of abdominal wall abscess (underlying previous incisions), wound therapy, wound vac, fluid drained a couple of times as well as central venous line placement. It was noted that the patient was told that she might not survive the 7+ hour surgery to fully remove the mesh. Concomitant devices: ethicon proceed mesh and gore dual plus.